Event description:
It was reported that during an endometriosis surgery the handle is broken from the tip after 10 minutes of surgery. According to her, there was no pressure on it and only sealing and dissecting was done with it.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2024. B3: event year only reported: 2024. D4 batch #: unknown. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? No, the electrode ceramic didn¿t separate. Did the I blade get damaged or break off? No, the blade didn¿t get damage. Is the jaw damaged but not broken off? The all jaw was detached from the shaft ( the grey point at the back of the jaw was broken). Is the top jaw loose but not detached? The all jaw was detached from the shaft ( the grey point at the back of the jaw was broken). Is the top jaw broken off the of the device? The all jaw was detached from the shaft ( the grey point at the back of the jaw was broken). Did the patient experience any adverse consequences due to this issue? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.